Event description:
It was reported that before a procedure, during inspection, the pneumatic switch was broken.

Manufacturer narrative:
(B)(4). Broken pneumatic switch. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.